Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
With the review of additional information, the potential for injury associated with the reported event is remote; therefore, this does not meet the requirements for a reportable event. Additionally, no further reports will be forthcoming for this medwatch report.

Event description:
The event happened during the coil introduction. When he was inserting a presidio ((B)(4), complaint product) into a prowler ((B)(4), complaint product), it got stuck at the hub of the microcatheter due to resistance and he could not push it any further. The presidio was safely removed and was replaced for a new presidio (((B)(4), complaint product). However, the same thing occurred again and the 2nd presidio got stuck at the hub of the same microcatheter. Therefore the microcatheter was safely removed from the patient and was replaced for a new one (details unknown). It is unknown if the coil was also replaced or not. Afterwards, the procedure was successfully completed with no further issues. There was no patient injury reported. Additional information received from the affiliate indicated that the microcatheter was replaced after the second event. There was no stretching or unintended detachment that occurred in the aneurysm or microcatheter. The procedure was completed with an adequate continuous flush maintained through the microcatheter. The target site was internal iliac artery.